Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: roux-en-y. According to the reporter: device popped needle off inside the abdomen after making a pass through tissue. Was able to retrieve needle every time, but opened two other devices with similar issues of needle popping off. Final device worked. But there was significant issues with needle falling off.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three suturing devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needles were received. The visual inspection of the devices noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles on each of the devices. Some plastic shearing of the toggle switch was noted on devices one, two, and three. No plastic shearing of the toggle switch was noted on device three. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.